Event description:
Information received from the patient via the manufacturer's representative reported that they felt an overstimulation sensation from their implantable neurostimulator (ins) when they rolled over in bed. The ins was on at the time. The patient got up and turned the ins off with the programmer and the overstimulation stimulation stopped. The patient later turned the ins on and it worked fine. The representative met with the patient on the day of report and an impedance check was performed which was normal. There was no emi environmental exposure or recent medical testing. The patient did not experience the overstimulation with the ins off. The sudden change in therapy (overstimulation) was related to positional movement (rolling over in bed). The device was checked with the clinician programmer and all settings looked good. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the issue with the patient experiencing overstimulation when rolling over in bed was resolved. There were no further diagnostics or interventions done to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.